Event description:
The customer reported via phone call that they had no delivery alarms on their insulin pump. Customer's blood glucose was 102 mg/dl at the time of incident. The customer stated they were unable to prime manually. Customer also reported a no delivery alarm occurring with 20 units of insulin remaining in their reservoir. Troubleshooting did not occur because the alarm was from a past event. Customer will not be returning their infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.